Event description:
The customer reported that he had experienced high bgs (greater than 250 mg/dl) while wearing a pod. In addition, a kink was noted in the cannula and the pod had initiated an occlusion alarm. The pod was deactivated and will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.